Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample, batch number and additional information. No sample and/or additional information was received for evaluation; because of this, further investigation of the complaint is not possible and no conclusion could be drawn. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted. Device history record (DHR): review of the device history records was unable to be performed because the batch number was reported as unknown.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: per mw5065437: event description: the rn was discontinuing a non-functioning peripheral IV and observed that the peripheral catheter was not intact, with a significant portion missing. The patient went to interventional radiology to have the missing piece removed, and the piece was successfully removed.